Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: health effect - clinical code of e2402 used to capture nervous system (e01). H3, h6: a product investigation was completed: upon visual inspection the rod was observed to be cut and migration could be confirmed according to the provided x-rays. The etch on the device started to fade and the etch was unreadable/unclear. No other issues were identified with the returned device. A functional test was not performed as not all mating devices were returned. Dimensional inspection showed the relevant dimensions were within the specification. Since the exact manufactured date of the device was not identified, the current revision of drawings were reviewed. The complaint condition is confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary the complaint condition, that both synapse rods migrated, could be confirmed according to the received x-rays. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the rod ø3.5 l240 ti gold (p/n: 498.957, lot #: unk) was returned and received at us cq. Upon visual inspection the rod was observed to be cut and migration could be confirmed according to the received x-rays provided in the following attachment. The etch on the device started to faded and the etch was unreadable/unclear. No other issues were identified with the returned device. Since the lot number was not identified an mre was not performed. A functional test was not performed as not all mating devices were returned. The complaint condition is confirmed for the rod ø3.5 l240 ti gold (p/n: 498.957, lot #: unk). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The rods exhibit signs of being secured with the poly axial screws. Please refer to the pictures of the marks on the rod caused by tightening of the set screw which is consistent with normal use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Since the lot number was not identified an mre was not performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: functional/device interaction. Visual inspection: the rod 3.5 l240 ti gold (p/n: 498.957, lot #: unk) was returned and received at us cq. Upon visual inspection the rod was observed to be cut and migration could be confirmed according to the received x-rays provided in the following attachment "x-ray images - pre and post op (3)" on the pc. The etch on the device started to faded and the etch was unreadable/unclear. No other issues were identified with the returned device. Since the lot number was not identified an mre was not performed. Functional test: a functional test was not performed as not all mating devices were returned. Can the complaint be replicated with the returned device? Unable to performed , but the x-rays provided have confirmed the complaint condition. Document/specification review since the exact manufactured date of the device was not identified, the current revision of drawings were reviewed. Complaint confirmed? Yes, the device received was migrated. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the rod 3.5 l240 ti gold (p/n: 498.957, lot #: unk). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot since the lot number was not identified an mre was not performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the patient underwent a cervical vertebrae fusion from the 3rd to 5th cervical vertebrae due to a fracture of the 5th vertebrae. On (B)(6) 2020 the patient complained about head aches, pain in the shoulder while eating, and pain on the right side. The patient was also unable to feel cold and warm. On (B)(6) 2020 it was noted that the right rod had moved completely into the brain. The left rod had also moved towards brain but still remained in the c3 and c4 screw head. A revision operation was performed on (B)(6) 2020. The skull was opened to remove the right rod from the brain. The left rod was also removed. To remove the left rod a screw driver had to be used. A normal amount of force was used to loosen the screw and nut which weren't loose. The skull was closed with a small plate and cement. A new rod was placed into the existing screws which were tightened with nuts. The revision surgery was completed successfully. The head and shoulder pain has become less. This report is for one (1) unknown rod. This is report 4 of 10 for (B)(4). This report is linked to (B)(4).